Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unk. Manufacturer¿s reference number: (B)(4).

Event description:
Two gel mentor breast implants were received by the mentor product analysis lab with no accompanying information. The devices were received on (B)(6) 2020 and processed on (B)(6) 2020 after multiple attempts at obtaining additional event details, but no additional information was provided. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two saline breast implants is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. See 1645337-2020-09794 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the devices, two anomaly was observed on the anterior and the posterior view consistent with a crease/fold. Additionally. A tear was also observed within each crease/fold, measuring 1.0 cm and 6.0 cm respectively. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).